Manufacturer narrative:
An event regarding abnormal ion levels involving an ade stem was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is elevated cobalt levels following tha. The exact degree of elevation of this ion and the presence of any related significant clinical symptoms that may have been present are unknown. Further document required such as laboratory reports, operative reports, surgical pathology reports, dated pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes and implant retrieval are needed to investigate further." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event reported for patient presented with elevated cobalt levels. The event could not be confirmed nor the root cause determined because the insufficient information was provided. The provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is elevated cobalt levels following tha. The exact degree of elevation of this ion and the presence of any related significant clinical symptoms that may have been present are unknown. Further document required such as laboratory reports, operative reports, surgical pathology reports, dated pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes and implant retrieval are needed to investigate further." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a primary hip on (B)(6) 2007. Patient has presented elevated cobalt levels. On (B)(6) 2017, an exchange of the trident 36mm 10 degree liner, 36 +5mm head and trunion sleeve was performed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a primary hip on (B)(6) 2007. Patient has presented elevated cobalt levels. On (B)(6) 2017, an exchange of the trident 36mm 10 degree liner, 36 +5mm head and trunnion sleeve was performed.